Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) was selected for use. Approximately 18 minutes after septum crossing with the intracardiac echo (ice) probe and the was, the patient was reported to patient feel bad. A transthoracic echocardiogram (tte) was completed which showed a perforation with a pericardial effusion on the right side of the heart. The procedure was aborted. The physician was unable to treat the effusion by percutaneous drainage, therefore a sub sternal incision was completed to drain the effusion. During surgery, an abdominal hematoma was discovered due to a liver and spleen injury. The spleen was ablated. Approximately 3.5 liters of blood was drained, and the patient received a transfusion. The patient was kept in the hospital for monitoring and recovery. There was no further patient complications reported, and the patient has been discharged home.